Event description:
The sp-10 automated slide preparation unit is used in the clinical laboratory to stain patient slides. An external container with distilled water is connected to the analyzer. The container is not pre-filled. Distilled water is added to the container by the laboratory associates. The laboratory has the option to determine an appropriate fill level based on their test volume and a volume of distilled-water that allows for ease in handling the container. The caller reported that the container is usually not filled completely with distilled water but this one time a laboratory associate had filled a container completely and another laboratory associate suffered a lumbar strain after lifting it. The treatment provided was used to treat symptoms associated with a lumbar strain. The treatment was not given to prevent permanent damage to a body structure. There was no report of permanent back injury. The laboratory associate was off work after the event on (B)(6) 2015 until (B)(6) 2015, and returned to modified duty until (B)(6) 2015. The laboratory associate was diagnosed with a lumbar strain on (B)(6) 2015 and the following treatment plan was prescribed; apply ice to low back for 20 minutes every hour for 2 days, then heat, stretch low back every hour, reduce flexeril to 10mg every 8 hours, ibuprofen 800mg every 8 hours, and reduce percocet 5/325 to bedtime as needed for pain. It is unknown if the laboratory associate was taking any medication prior to the incident. It is unknown how long the medication was used. This event was initially reported to (B)(4) on (B)(6) 2015 by (B)(6).